Event description:
It was reported that the lead exhibited increased thresholds and decreased sensing. A chest x-ray revealed that the lead had dislodged. The patient presented for a follow up on (B)(6) 2012 and the lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.